Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to previous h10 (the customer's complaint was confirmed and device evaluation found additional malfunctions, which was inadvertently left off). The customer's complaint was confirmed. Reportable malfunctions found during device evaluation: e218 error (scope failure/malfunction), image noise occurs with no image during angulation in up/down direction, image noise occurs and an image cannot be displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was no image because of the noise due to a cut in the charged coupled device cable, and no image due to the noise because of the shave of the electrical contacts of the video connector. It is likely that there was an e218 error (scope failure) due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: "operation manual chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation also found that the adhesive on bending section cover had a chip, control unit had a scratch, grip had a scratch, up/down and left/right angulation lever plate had a scratch, switch #1 had a scratch, light guide connector had a scratch, light guide cover glass had a scratch, video connector had a crack and a scratch, and the video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope image disappeared during use and stopped displaying. The issue was found during preparation before use inspection for an unspecified therapeutic procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient harm.